Event description:
Complainant states, that an employee was putting a safety needle into a 5qt wallmounted sharps container and was stuck by a needle that was protruding from the front of the container, when she brushed against it.

Manufacturer narrative:
User has maintained possession of device, but has forwarded photos of the puncture site on the device. Anticipate potentially receiving device for analysis.